Event description:
Product was opened on the surgical field. The portion of the device used to mate to staple load was rotated out of vertical position to a near horizontal position. Attempts to rotate to verticle position failed. Team was unable to connect staple load to device. New device was opened and procedure continued.